Event description:
The following was reported to hamilton medical ag: during the preventative maintenance procedure, the software was upgraded from 2.2.10 to 3.0.3. The service software checks were performed and check valve test failed no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the preventative maintenance procedure, the software was upgraded from 2.2.10 to 3.0.3. The service software checks were performed and check valve test failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. Device alarms with (release valve defective) during testing and tightness test failed. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. It ensures that there is no unintended gas leakage that could affect ventilation performance. The operator's manual specifies that the preoperational check, which includes the tightness test, must always be conducted prior to patient use. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. In conclusion, a failed tightness test is not a malfunction and should not be viewed as an immediate or critical failure. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Event description:
The following was reported to hamilton medical ag: during the preventative maintenance procedure, the software was upgraded from 2.2.10 to 3.0.3. The service software checks were performed and check valve test failed. No patient involvement.